Manufacturer narrative:
Findings: unit passed displacement test and basic occlusion test. No motor error alarms noted. However, unit alarmed a33 at 2.5 pounds during prime/a33 test due to faulty sensor resistor motor passed motor test. Unit had cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and stained end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 12.6 mmol/l at the time of the call. The customer stated that may have dropped their insulin pump causing the issue. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.